Event description:
Q: did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? A: this issue happened during patient use, patient was stuck multiple times. No injury or medical treatment required.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the photograph that was provided for investigation. The photo showed the unit label but no device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd insyte autoguard winged pnk 20ga x 1.0ins are leaking. The following information was provided by the initial reporter: we¿ve placed a dozen of these IV¿s that have holds in the catheter near the hub, causing the fluid to leak out of the IV.